Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure where the patients two right ventricular (rv) leads and right atrial (ra) lead were believed to have been fractured. The physician explanted an rv lead and surgically abandoned the other rv and ra leads. The leads were successfully replaced with new leads. No additional adverse patient effects were reported.